Event description:
It was reported that the left ventricular lead impedance had been just under 2000 ohms since implant, but now triggered the lead safety switch (lss) due to high, out-of-range pace impedance measurements. Boston scientific technical services was contacted and programming options were discussed. The device and leads remain implanted. No adverse patient effects were reported.